Manufacturer narrative:
Information added/updated to section h6 (investigation findings and investigations conclusions). Corrected data in section g1. H11: additional manufacturer narrative: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Edwards received notification from canada that a patient with an inspiris resilia valve model 11500a of unknown size, implanted in aortic position, underwent a valve-in-valve intervention after an unknown implant duration due to unknown reasons. A 23mm transcatheter valve was implanted within the edwards surgical valve. The hospital is not willing to provide any further information regarding this event.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.